Manufacturer narrative:
A ge service representative evaluated the system and replaced the gpos single board computer and the external interface board, and reloaded software. The system operates as intended.

Event description:
The customer reported the system would not boot up. No patient injury was reported.